Event description:
Pt reported their back to back test readings on their ss meter were 211, 212 and 91 mg/dl (71% difference). Control solution reading was in range. No symptoms were reported. Tests were done using the same finger stick. Lfs representative reviewed qc procedures and discussed back to back testing procedures versus meter/lab comparisons. There was no allegation of harm.